Event description:
It was reported that the patient received an alert for hvli greater than upper limit. All other values were stable. Reprogramming the device was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.